Event description:
It was reported that the patient presented in clinic for implant procedure. The left ventricular (lv) lead showed no capture during positioning of lead. The physician elected to use a new lv lead which was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of capture issue was not confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinuities on any of the conduction paths. The lead connector passed insertion testing into the test ICD device and the test is-4 connector sleeve. Dimensional analysis of the connector boot was within the product specification.

Manufacturer narrative:
Additional information update to b5 for device not returning. Update to h6 codes device not returned.

Event description:
New information notes device will not be returned for analysis.